Manufacturer narrative:
The site does not wish to replace the part or return the suspect part.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the tracker navigated instrument was found to have a stripped screw. The surgeon was able to attach the tracker and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number, or serial number, was unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.